Manufacturer narrative:
(B)(4). This complaint is from a home patient (hp) who noticed there was a slit in the patient line. There was no patient injury or medical intervention reported . This complaint for damaged was not confirmed due to a lack of sample. A batch review was not performed due to unknown lot number. The technical service representative (tsr) helped the homepatient (hp) to stop therapy early after the hp noticed that there was a slit in the patient line. The caregiver stated that the patient was connected and they called to stop therapy early after the patient noticed that there was a slit in the patient line. The caregiver believes that it was user error. She thinks she may have placed the clamp all the way through the tubing and created a slit. . Root cause was determined to be user error. The label review found the labeling adequate for the potential use error in this complaint. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted baxter's global technical service center to report a low drain volume alarm on the homechoice(hc)device during fill. The technical service representative (tsr) helped the homepatient (hp) to stop therapy early after the hp noticed that there was a slit in the patient line. On (B)(6) 2010, product surveillance followed up with the caregiver and she stated that the patient was connected and they discarded the supplies. The caregiver stated that she does not recall the lot number. The caregiver believes that it was user error. The caregiver stated that she placed the clamp all the way through the tubing and created a slit. The caregiver confirmed that the patient's transfer set is also still functioning properly. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown; therefore a batch review cannot be conducted. Should additional information become available, a follow up MDR will be sent.